Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 255 mg/dl. The customer stated that it may have gotten some water on it but she doesn't know. Customer stated that the pump was not dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was low mg/dl. The customer ate to treat from the low blood glucose. Customer went to low blood glucose after the button error. The customer current blood glucose was 301 mg/dl.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.